Event description:
It was reported to philips that there were geometry movements issue. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use of the system, however customer has not provided the requested information about clinical use. It was reported to philips that there was issue related to geometry movements. Upon troubleshooting, the philips remote service engineer (rse) checked the system onsite and checked the logfile and found multiple bodyguard errors; however, these errors are no longer active. The rse advised to customer to perform bodyguard calibrations if error re-occurred. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.